Event description:
The affiliate reported the customer alleged approximately four (4) liters of fluid leaked above the waste drawer and onto the floor involving unicel dxi 800 access immunoassay system. It was determined the floor drain tubing was damaged when the customer moved the instrument to a new location in the laboratory. The customer had on personal protective equipment (ppe) and cleaned up the fluid. Patient results were not impacted. The customer did not have direct contact with the fluid and has an exposure control management plan at the facility. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) traced the fluid leak to the liquid waste transfer peristaltic pump tubing that had split due to moving of the instrument. The fse replaced the tubing and verified all connections, no leaks were observed. The fse tested the instrument and service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).